Event description:
Insertion post could not be removed from dental implant. Implant needed to be explanted. No other implant was placed in the same surgery.

Manufacturer narrative:
Insertion post could not be removed from dental implant. Implant needed to be explanted. No other implant was placed in the same surgery. The insertion post was not returned for evaluation. The implant batch was monitored according to the established test processes and passed the final inspection before delivery. All quality records corresponded to the specifications. No product problem detected. The reason for the complaint is not comprehensible. Dentist should have consulted instruction for use to prevent this from happen.